Event description:
Vns pt has experienced hypertension since implant. The pt's blood pressure fluctuates and pt knows a seizure is coming on when their blood pressure raises. If the pt lays down, their blood pressure stabilizes. Treating neurologist is not sure whether the hypertension is related to the vns therapy.